Event description:
Boston scientific crm received information that during a follow-up visit it was noted that this right ventricular lead had triggered the lead safety switch feature due to low impedance measurements. Three months later, the lead triggered the safety feature again for out of range impedance measurements, however low impedance measurements were not recorded. No adverse patient effects were reported. Our company received additional information that during a lead revision procedure, this lead was abandoned surgically due to loss of capture and suspected insulation damage. No other adverse patient effects were reported. A new lead was successfully implanted.

Manufacturer narrative:
The physician decided to leave the lead programmed to unipolar configuration. The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.